Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that three x-tips broke during use; no injury resulted.

Manufacturer narrative:
Customer returned 50 unopened drill and guide sleeves for lot number 115742 and 6 unopened drill and guide sleeves from previous lot number that had expired on 05 2015. No bent, broken, or opened product was returned. Unknown which lot customer was referring to in the complaint. No testing performed on expired product. Using the (B)(4) plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces from the lot number with non expired product. Using microscope visually checked drills. No manufacturing defects or markings noted on drills. Using test method (B)(4) for the go ring gauge. All 8 tested passed the through the go ring gauge. Tested drills using a push button contra angle and drills fit into the contra angle with no hesitation. No fault found with returned drills.